Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that following a pocket revision procedure (MFR. Report number: 3006630150-2019-03512), the patient developed an infection at the site. The patient was prescribed antibiotics.

Event description:
A report was received that following a pocket revision procedure (MFR. Report number: 3006630150-2019-03512), the patient developed an infection at the site. The patient was prescribed antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure.

Event description:
It was reported that following a pocket revision procedure (MFR. Report number: 3006630150-2019-03512), the patient developed an infection at the site. The patient was prescribed antibiotics. The patient underwent an explant procedure. Additional information was received that all devices were removed. It was also noted that the physician was not sure why the device was infected. The explanted ipg and leads were not returned.